Event description:
It was reported that a patient presented remotely via merlin.net. The patient's right ventricular (rv) lead was oversensing noise leading to pacing inhibition. The patient experienced syncope. The rv lead was explanted and replaced. The patient was stable throughout procedure.